Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung resection procedure, the device locked on the tissue after the device was fired. The jaws remained closed and clamped on tissue. The procedure was converted to open surgery to force the jaws open. The surgical time was extended because of this. The patient has recovered and is out of hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung resection procedure, the device locked on the tissue after the device was fired. The jaws remained closed and clamped on tissue. The procedure was converted to open surgery to force the jaws open. The surgical time was extended because of this.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted evidence on the firing rod that the loading unit was not engaged properly when loaded. Functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. 1. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. 2. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. 3. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the single used loading unit(sulu) engages in the instrument to facilitate clamping and unclam ping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument.. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.